Event description:
Country of complaint : (B)(6). The head physician complains about the stability of the needle. According to surgeon, in comparison to ethicon, our needle too soft and bends easily.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. The needles of the samples received were tested for bending strength and the results are into the current range for these needles. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.